Event description:
Healthcare professional reported "a patient who developed a postoperative infection several weeks after augmentation mastopexy, hematogenic spread of pneumonia, and capsular contracture (grade IV)". The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "a patient who developed a postoperative infection several weeks after augmentation mastopexy, hematogenic spread of pneumonia, and capsular contracture (grade IV)". The device has been explanted. This relates to the right side.

Manufacturer narrative:
The events of infection (early onset) and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and capsular contracture baker grade unknown

Event description:
Healthcare professional reported "a patient who developed a postoperative infection several weeks after augmentation mastopexy, hematogenic spread of pneumonia, and capsular contracture". The device remains implanted. This relates to the right side.